Event description:
It was reported via repair work order that the foot end caster wheels were damaged, exposing sharp edges and resulting in reduced brake force; pump pedal pad was missing resulting in sharp edges being exposed no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.